Event description:
It was reported that the programmer had a black screen appear and would reboot multiple times during patient analysis. Follow-up determined that the programmer was changed out. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment of a black screen and multiple reboots, however it was noted that there were errors in the log files and the link electronic module was recalibrated and it was reconfigured and the software reloaded as a preventive. It was further noted that the power cord bay tabs were damaged and the system fan noisy so the power cord bay and the fan were replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 229047, software analyzer. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.